Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), right ventricular noise resulting in oversensing was noted on the device. Provocative testing was performed and the noise was unable to be reproduced. The device was explanted and replaced due to the normal eri and no additional intervention was performed. The patient was in stable condition.